Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, the patient was implanted with cage. A couple of weeks post-op, the cage backed out into the foramen. The doctor commented that he might have undersized the cage. No other information has been provided.